Event description:
Information was received that reported a patient had been hospitalized in 2005 due to diabetic ketoacidosis. When admitted the pump was off. Customer had been in to the doctor's office earlier that day to get the pump downloaded. She was in the office and collapsed with a blood glucose registering on the clinic meter of >400. The lab results from the admit were 440. When in the doctor's office the pump shut off when touching the battery cap, as if the battery cap was not on tight enough. The device will be returned for evaluation.